Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced weakness and that the partial paralysis occurred on the patient's left side. The patient also experienced a fall. At the time of this report, the patient had recovered from the air embolism but was still experiencing mobility issues. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle free IV (intravenous) connector was disconnected from a patient¿s central line leaving the line open which caused the patient to experience an air embolism resulting in partial paralysis. It was reported that it was ¿due to the same color¿, and it was confusing to the nurse about where to disconnect the syringe from the set. As a result, the one-link was screwed off with a syringe and the line was left exposed to the air. Amount of time exposed is uncertain. As a result, the patient experienced an air embolism and was admitted to the hospital (date and treatment unspecified). Due to the event, the patient experienced partial paralysis on one side, which affected both the arm and the leg (side unspecified). At the time of this report, the patient showed signs of recovery from the event. No additional information is available at this time.